Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced recurrent nocturnal hypoglycemia after starting to use the ilet, with blood glucose reported around 70 mg/dl and sometimes lower, and the caregiver was advised to keep fast-acting carbohydrates available. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included the need for user monitoring and self-management without medical intervention or hospitalization. Investigation included customer complaint review, user interview, and device-use troubleshooting and education. Investigation of this case revealed no device alarms reported and no confirmed device malfunction, with use-related or physiologic factors not excluded. It was concluded that the cause of the hypoglycemic events remained indeterminate, with no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.